Event description:
Additional information was received that the patient had another syncopal episode. The episode was reviewed by boston scientific technical services (ts) and was determined to be caused by retrograde conduction to the atrium causing the atr entry count to increment. The subsequent sinus beat fell into post-ventricular atrial refractory period and atrial flutter response (afr) caused the beat not to be tracked. Plan was to increase the blanking period, turn afr off, and consider lowering the max sensing rate. The device remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient with a pacemaker had a syncopal episode and was in the emergency room. They were unable to interrogate with the programmer, and mentioned that it needed a software update. The plan was admit the patient and page the local field representative. Additional information determined that the pacemaker clinic nor the field representative were aware of this event. The device remains in-service. No additional adverse patient effects were reported.